Manufacturer narrative:
Device evaluation: the device related to the reported events rupture, capsular contracture and seroma-late was received on mar 04, 2025, with catalog number mcghan330cc. Based on the product analysis performed, the assessments of the complaint codes are: rupture: observed an opening assessed as fold flow opening. Capsular contracture: unable to observe as it is not related to the manufacturing process. Seroma-late: unable to observe as it is not related to the manufacturing process. As per the investigation procedure wear abrasion and creases was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV. Healthcare professional later reported rupture. Healthcare professional additionally reported "some fluid seen between the implant and the capsule". Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, b5, d3, d4, g1, h6

Event description:
Healthcare professional reported right side capsular contracture baker grade IV. Healthcare professional later reported rupture. Healthcare professional additionally reported "some fluid seen between the implant and the capsule". Device has been explanted and replaced.

Event description:
Healthcare professional reported capsular contracture baker grade IV. Later healthcare professional reported rupture. This record is for the right side. Device was explanted and replaced.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.